Manufacturer narrative:
Batch review performed on 01 july 2019: lot 1810802: (B)(4) items manufactured and released on 13-mar-2019. Expiration date: 2023-02-28. 2 anomalies found but not related to this event. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e, lot. (K103721), 1811217. Batch review performed on 05 july 2019: lot 1811217: (B)(4) items manufactured and released on 1-mar-2019. Expiration date: 2024-02-17. 1 anomaly found on the batch but not related to the problem. To date, (B)(4) items of the same lot have been already sold and another similar event was already reported on this lot.

Event description:
18 days after primary the surgeon revised the patient hip for an infection. The pathogen is unknown. The surgeon performed a washout revising the ceramic head and liner. The surgery was completed successfully.